Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded loose drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system and insulin squirt out during manual prime. Customer also reported that the drive support cap appears to be damaged. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.